Event description:
Clinic notes were received for a vns patient¿s generator replacement referral. The notes indicated the vns was non-functional and was to be replaced. Revision surgery occurred and high lead impedance was found when the system was interrogated. The family did not want to proceed with lead revision as they were concerned it would impair the patient¿s ability to cough up secretions. The newly implanted generator was removed and discarded. Follow-up to the company representative who attended the surgery provided that the set pin was reseated 4 times. The surgeon looked did not see any issues with the lead during surgery. Additional relevant information has not been received to-date.

Event description:
The patient's family later reported that during the patient's last battery replacement surgery, they were notified that the lead was fractured. No other relevant information has been received to date.